Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, the alert persisted after a guided restart, and the device was replaced; the patient¿s highest reported glucose during the event was 316 mg/dl with levels outside target for a couple of hours, no backup therapy was used, and no ketone testing or medical intervention occurred. Symptoms included hyperglycemia without additional clinical effects reported. Outcomes included temporary interruption of automated insulin delivery with need for device replacement and patient education on backup therapy until the replacement was obtained. Investigation included review of device history and user-reported restart attempts, confirmation of alert recurrence post-restart, and arrangement for device replacement with instructions to shut down the device and sync data. Investigation of this device revealed a consecutive stalled motor condition consistent with an internal pump motor/actuation malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure leading to stalled motor operation.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.